Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents. No blank display or alarms noted during testing. No moisture damage noted on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly. The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received an unexpected restart alarm when changing the battery. It was stated that the display on the insulin pump is blank. Customer was advised to remove the battery for 10 minutes. The contacts on the battery cap are not missing or damaged. It was reported that the insulin pump was exposed to moisture; customer got in the pool. The display went blank immediately after the insulin pump was exposed to moisture. Blood glucose value was 276 mg/dl. Nothing further reported